Manufacturer narrative:
The frequency of occurrence of the event is addressed in the device labeling. The frequency for this event is not greater than is usual. No device malfunction was reported. Unknown if device was explanted. Complaint history review did not find any similar events.

Event description:
Subject was implanted with apogee graft on (B) (6) 2008. The physician reported severe prolapse recurrence on (B) (6) 2009. The physician indicated the event was not related to the device but related to procedure. Severity: severe. Intervention: vaginal hysterectomy on (B) (6) 2009. The event was resolved on (B) (6) 2009.